Event description:
On (B)(6) 2011, the following info was obtained from a literature review of a published journal: "an unusual complication of vacuum assisted closure in the treatment of a pressure ulcer" fox, a. Journal of wound care volume 13, number 8, september 2004. On an unk date, the pt was referred to the department of plastic and reconstructive surgery due to a two-year history of a discharging sinus in the right buttock. On an unk date, the pt had initially been treated by the application of v.a.c. Dressing as an outpatient. The treatment involved three weeks of continuous v.a.c. Therapy, followed by intermittent provision of v.a.c. Thereafter. In the first 12 months of treatment, the cavity had significantly reduced in size. The pt's management was completed by several episodes of wound infection which required hospital admission and the administration of intravenous antibiotics. On an unk date, the pt underwent a surgical exploration of the wound. During excision of the sinus tract a polyurethane sponge was found at the bottom of the sinus. It had been present for approx 18 months. On an unk date, approx eight months later, an uncomplicated healing occurred.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no allegation product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.